Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock. Boston scientific technical services (ts) reviewed the device information and concluded that even though this shock may be inappropriate from a clinical aspect, the device was operating as programmed. No adverse patient effects were reported.